Event description:
The customer reported that they received an erroneous result for one patient sample tested for total (free + complexed) psa - prostate- specific antigen (tpsa). The sample initially resulted as 0.017 ug/l and this value was reported outside of the laboratory as < 0.03 ug/l. The patient's physician called the laboratory to advise them that the initial result was not correct since the patient's results are usually around 8 ug/l. The sample was repeated and resulted as 8.32 ug/l. The patient was not adversely affected. The tpsa reagent lot number was 17804501. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the information provided. One possible reason for the issue could be low air humidity. It was determined that the humidity of the laboratory during the day was lower than the recommended operating humidity. Low humidity can lead to incorrect liquid level detection, with consequences of incorrect results. There was no indication of a general issue with the system, the reagents, or sample handling.

Manufacturer narrative:
This event occurred in (B)(6).